Manufacturer narrative:
Investigation of returned suspect computer confirmed the reported problem. Initially a partial boot/shutdown cycle was observed and the os did not launch. In the bios it was noted time/date was correct (cmos check) but the advanced bios features were set for an incorrect boot order. While setting default values, the computer rebooted, but loaded os and o-arm application. While doing virus scan, the computer reset itself. The reported issue was confirmed to be caused by the computer hard drive.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Replaced power switching board and imaging system computer. After replacement the system passed all tests and was returned to service. The power switching board and computer have been received by the manufacturer for evaluation. Analysis confirmed that the power switching board is functional. This board was replaced due to upgrading the image acquisition system (ias) computer. No problem found. The board was changed due to ias computer replacement- did not contribute to MDR. Analysis of the computer is not yet complete.

Event description:
A medtronic representative reported that the imaging system image acquisition system (ias) became stuck with the message "system booting, please wait" displayed. There was no patient present when this issue was identified. No additional details were provided.